Manufacturer narrative:
The biomedical engineer reported that he ordered the o2 manifold to address the reported issue.

Event description:
The customer reported that the unit alarms no oxygen available while transporting a patient. The customer reported that the unit was in use on patient, but there was no patient harm reported. The unit was swapped out with no patient issue. The customer contacted product support and reported has a v60 and has an oxygen (o2) alarm. The respiratory was transporting the patient, and they encountered (o2) alarm. When biomed was investigating the unit, the biomed noticed the short (o2) hoses from the manifold to the e cylinder. The biomed confirmed there was codes oxygen not available and low o2 supply pressure in the significate log. Product support recommended replacing the (o2) manifold kit, (o2) transport. The customer also needed the part number for the internal battery, for when it needs to be replaced. The product support provided customer will the latest service manual. The customer will order the o2 transport kit and the internal battery and repair unit. The customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.